Manufacturer narrative:
The customer's report of a custom IV tubing set separation during an infusion was not confirmed. Visual inspection observed no anomalies. Functional testing was performed; no separation of the tubing from the stopcock or leaks were observed. The root cause of the reported separation during an infusion could not be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a custom IV tubing set separation during an infusion of unspecified fluid or medication with leakage of blood and/or unspecified IV fluids. It is not known where the separation occurred and there is no report of patient harm.